Event description:
A recall for this issue was initiated on 04/23/2015. Machine fell and struck a pt in the head. As a result, the pt had headaches, dizziness, weakness and numbness on left side, numbness of index and middle fingers on left hand, and extreme pain and suffering and mental anguish and distress. No further info on the pt.